Manufacturer narrative:
A general reagent or analyzer problem can be excluded because the qc after the event was within ranges. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The cobas e801 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 4 patients' samples tested with elecsys cea assay on a cobas e801 analytical unit. Sample 1: initial result: <0.3 ng/ml (accompanied by a data flag). Repeat result: 855 ng/ml. Sample 2: initial result: <0.3 ng/ml (accompanied by a data flag). Repeat result: 7.69 ng/ml. Sample 3: initial result: <0.3 ng/ml (accompanied by a data flag). Repeat result: 2.87 ng/ml. Sample 4: initial result: <0.3 ng/ml (accompanied by a data flag). Repeat result: 1.89 ng/ml. The initial results were lower than the technical test limit, prompting the repeat of the samples. The repeat results were deemed to be correct.